Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during a lead placement on (B)(6) 2020 the physician was unable to thread the lead due to scar tissue and the procedure was abandoned.